Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). Depuy considers this investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Update rec'd 10/15/2014 - medical records received. Patient was revised to address discomfort. Upon revision, metallosis, soft tissue destruction and bone destruction were noted. The information received does not change the MDR decision.

Event description:
Asr revision reported via sales rep, asr, right, reason(s) for revision : pain.